Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged past 25 percent. Different power sources were unsuccessful at charging the battery. While attempting to charge the battery using a car adapter, the customer received multiple temperature alarms. The customer's blood glucose level ranged from 190 to 292 mg/dl. The customer was to contact a healthcare provider for a back-up method to address the bg level and to manage diabetes. Tandem technical support attempted to follow-up with the customer to confirm a back-up method was obtained; however, the customer did not reply.